Event description:
It was reported that the patient's right ventricular (rv) defibrillation lead was oversensing t-waves (twos) and the patient had received an inappropriate shock. A request was being made for programming options. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.